Manufacturer narrative:
Upon further investigation of the patient sample, the sample was determined to contain an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Medwatch field lot number continued: 476059. Medwatch field expiration date continued: 31-may-2021, 31-oct-2021, and 31-aug-2021. Medwatch field UDI number: (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. The sample was initially tested twice on the customer's e 801 analyzer on 23-apr-2021, resulting in ft3 values of 5.0 pg/ml and 5.0 pg/ml (reference range = 2.2 - 4.3 pg/ml). The sample was repeated on a siemens centaur analyzer, resulting in a ft3 value of 3.4 pg/ml (reference range = 2.2 - 4.1 pg/ml). The sample was also provided for investigation, where it was tested on an e 602 analyzer and an e411 analyzer on 27-apr-2021. The ft3 result from the e 602 analyzer was 4.39 pg/ml. The ft3 result from the e411 analyzer was 3.46 pg/ml. During investigations, the sample was also tested on a second e 801 analyzer on 28-apr-2021, resulting in a ft3 value of 4.53 pg/ml. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer is unknown. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of 31-may-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer.